Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported during preparation, a steerable guide catheter (sgc) would not hold fluid column. Therefore, the sgc was not used, discarded, and replaced. There was no clinically significant delay in the procedure.